Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The root cause of the problem is most likely related to fluid ingress inside the clamp. Use conditions (i.e. Inadequate cleaning) may have contributed to the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm gave two error codes associated to the clamp motor and the user could not open the device through the function buttons. The user replaced the centrifugal pump control panel and the issue persisted thus the clamp was opened manually and then closed again. The function buttons worked properly again and bypass could be initiated. There was no report of patient injury.